Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, despite, using multiple wall adapters. There was no reported adverse impact to the customer's blood glucose level. Replacement cable was sent to the customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.